Event description:
Customer reported receiving a reading of 149 mg/dl from her freestyle freedom lite meter which was lower when compared to a competitor meter (171 mg/dl). Customer also reported experiencing symptoms of sweatiness, tense, "not able to think or pay attention" and loss of consciousness and drinking juice and coffee to counteract her symptoms. There was no report of third party medical intervention, death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: customer reported dropping her adc meter at some point and it's unknown if it was associated with the reported meter issue.

Manufacturer narrative:
Customer's product was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was found in meter memory. This is a final report.

Event description:
This complaint file addresses product sample 15 of 15 during a follow up call for a related complaint, the home patient (hp) reported a approximately half of the case of the cassettes (15) had to be discarded due to crushed tubing. The hp confirmed the external box of this product lot was not damaged. The hp stated he had been instructed that if the tubing had a 'v' shape, it could be worked out and product used. The hp stated in this particular lot, the 15 cassettes he disposed of all had 'u' shape damage and the tubing was unusable. The hp stated it was a variety of lines damaged; there was no trend in specific line. However, the hp stated all lines were crushed above the clamps. The hp stated it appeared the clamps caused the damage to the tubing by how the cassettes were packaged. The hp stated he has had no issue with his new lot of supplies and has seldom had issues with product in the past. There was no patient injury or medical intervention.